Event description:
This case was reported by a consumer and described the occurrence of basal cell carcinoma in a male pt who rec'd breathe right nasal strips for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt started breathe right nasal strips. At an unknown time after starting breathe right nasal strips, the pt experienced basal cell carcinoma. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the event was unk. Consumer reported using an unk variant of breathe right for approx 2 years prior to reporting. Consumer reported he was recently diagnosed with basal cell nasal cancer. The pt would not provide contact information; therefore, this case is lost to f/u. Breathe right nasal strips are manufactured in (B)(4) in the united states, and neither the product nor lot number for this product are available. (B)(4).